Event description:
The company was informed that the patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.